Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bulb at the end of a helical blade coupling screw snapped off as it was being hit during a surgical procedure on (B)(6) 2015. An alternate device was not needed as the implant was already in the patient. No patient or surgical delay was noted. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the isimac machine company manufactured the helical blade coupling screw, p/n 357.377, lot # 6835264, per (B)(4), dated march 14, 2012, for (B)(4) parts. The certificate of compliance, dated march 09, 2012, indicates the lot was processed, conformed to specifications, and made to the correct material and hardness requirements. The lot was inspected and conformed to the synthes (B)(4). There were no mrrs, ncrs, or complaint-related anomalies, associated with this lot. 33 parts were released to the warehouse on march 15, 2012. The lot was manufactured to the synthes drawing p/n 357.377, revision ¿j¿, released on december 17, 2007. An investigation summary was performed. The investigation of the complaint articles has shown that:the returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received without the knob. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.